Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that backup vvi was observed on the implantable cardioverter defibrillator. A device restoration was performed successfully. The patient was to continue with regular follow up. There were no patient consequences.